Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the pin one in the power three connector. The system was tested and found to be working as intended and put back in service.